Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The price will be sent to the customer to issue a purchase. The fse has closed the order until further notice. Po from customer will send later time if customer accepts the quotation. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a broken lead ECG wire. No harm or injury reported.